Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the healthcare provider (hcp) was decreasing the medication in the pump so the patient doesn't go into withdrawal. The patient noted the decrease in medication was affecting the patient terribly. The patient noted they were on depression medication from the stress and anxiety of getting their insurance sorted out because they don't want to be without the pump. It was noted the patient's eri date was in (B)(6) of 2019, and their last session report was on (B)(6) 2019. It was mentioned the pump was supposed to have 5 months left on the pump, but the pump died within a week and needed to be replaced. There was no out of box failure and the event date was uncollectable.